Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had premature battery discharge error. The customer blood glucose level was 365 mg/dl. The customer was not able to complete rewind the insulin pump. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test and unexpected restart alarm test. No unexpected restart alarm anomalies noted. No unexpected rewind anomalies noted.